Manufacturer narrative:
As part of the post market study, the scope was sterilized and returned to the service center for evaluation. A visual inspection on the scope identified an excess amount of foreign yellowish color substance throughout the inside the instrument channel and suction channel. There was no sign of foreign substance/materials found on the external areas of the insertion tube, bending section cover, and distal end. As a result of the destructive testing, the scope was received without the distal end cover and the elevator forceps raiser, therefore, a leak test could not be performed. A review of the scope's instrument history records indicates the scope was last repaired on august 20, 2018. The cause of the foreign yellow/brown substance and the reported positive culture cannot be determine at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge aer to reprocess the subject scope. Based on the investigations and the glue condition, the most probable cause of the reported positive scope culture is insufficient reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to correct the device product code from feb to fdt.

Manufacturer narrative:
As part of the post market surveillance study, olympus personnel was dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample from the scope. There were no deviations found during the audit. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the destructive sampling and the reprocessing review. The destructive sampling identified enterococcus faecium and klebsiella oxytoca that are categorized as high concern organisms. None of the organisms was identified in the initial sampling. After the disassembling, the following was observed. Deterioration and bleaching of the glue of the bending section, around the light guide lens and the objective lens. Surplus of glue around the light guide lens. Oxidation under the glue around the light guide lens. Holes in the glue around the nozzle. The endoscopy support specialist (ess) visited the user facility to observe the reprocessing technique of the scope reprocessor. The ess observed all steps in the reprocessing manual were performed. The ess recommended: following the order of the flushing steps according to the reprocessing manual, flushing the elevator wire prior to flushing the elevator recess. Obtaining a container of clean rinse water to flush the elevator recess during manual rinsing, in order to maintain a dirty to clean work flow. Removing dirty ppe prior to handling the lid and using the key pad on the aer. Following the manual and flushing the elevator channel first. The cause of the reported positive culture is unknown and the investigation is ongoing. If additional information becomes available, this report will be updated accordingly.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported event. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for escherichia coli after reprocessing. There were no associated patient infections reported.